Event description:
It was reported while reaming the tibia during a hardware removal and re-rodding procedure for the two broken 1.0mm distal locking screws, the distal end of the drive shaft broke inside the tibia. Broken pieces were attempted to be removed, but was not verified. There was an approximate fifteen minute delay to obtain a new shaft, ria tube and to assemble and successfully complete the procedure. The original location and date of implantation was unknown. This report is for two unknown locking screws. This report is 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment not diagnosis. (B)(6). This report is for two unknown parts/ unknown lot. No device received; no lot number. Investigation could not be completed and no conclusion could be drawn as no device was return and no lot number or part number provided. Placeholder.